Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was communication failure due to the presence of material on the electrical contacts of the scope connector.

Manufacturer narrative:
The reported problem was resolved with the assistance of olympus technical support via phone. To resolve the problem, the user was directed to clean the scope, air dry the scope, power off the tower and verify the cables were secure. Upon performing the suggested actions, the problem no longer occurred and the user reported the issue was resolved. A conclusive root cause for the reported problem was not identified.

Event description:
A user facility reported to olympus that a "b30," scope communication error was generated. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed without delay using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.